Event description:
It was reported that this right ventricular (rv) lead exhibited high capture threshold with no apparent macro dislodgement observable on the chest x-ray. A micro-perforation was suspected, hence the lead was revised and successfully repositioned. The lead remains in service. No additional adverse patient effects were reported.